Manufacturer narrative:
(B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2017-50029.

Event description:
Hospital: (B)(6) hospital. Event description: could not detach. The patient's information is unknown. The screw and pod combined, and the pod can't be pulled out normally from the screw in the rotator cuff repair operation. The surgeon has to use other tool and screw it out. And the operation was changed to open surgery, changed screw 5.5 to complete operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr#1221934-2017-50029].